Manufacturer narrative:
Section b1: correction manufacturer's investigation conclusion: pump stop events with associated low speed/flow alarms were confirmed via the log file data provided by the account. A driveline disconnect event was confirmed via the log file data provided by the account. The report of elevated pump flows could not be conclusively determined through this investigation as the submitted log file did not contain any data from the time that the elevated pump parameters were reported. The submitted log file contained data spanning from (B)(6) 2019 at 01:44:27 to (B)(6) 2019 at 15:46:59, per the timestamp. Pump stop events with associated low speed/flow alarms were recorded on (B)(6) , beginning at 10:10:13 and 10:30:38, while the system was supported with the power module. Based on our complaint history and similarly reported events, the pump stop events are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause cannot be conclusively determined through this evaluation. As an added observation, the driveline was disconnected from the system controller on (B)(6) at 10:11:25, resulting in driveline disconnect alarms. The pump was stopped for approximately 4 seconds before the driveline was reconnected to the system controller and the device resumed operation at the fixed speed. No other notable alarms were captured in the log file. The account communicated that the patient was seen in the clinic on (B)(6) 2019 with elevated pump flows. The patient remains ongoing on vad support and no further events have been reported at this time. Multiple attempts for additional information, including the vad serial number, were sent to the account; however, nothing was provided. The heartmate ii lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. This document, as well as the heartmate ii lvas IFU, cover all system controller alarms, as well as the appropriate associated actions. The heartmate ii lvas IFU and patient handbook also contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic due to high flows. Log file submitted revealed pump stops which is believed to be caused by a percutaneous lead (driveline) issue. Additional information was requested but not provided.